Event description:
The complaint received states that during an interventional procedure the hydrolyser assessor kit luer hub was cracked and the device was damaged during use. The procedure was repeat thrombectomy for a dialysis shunt. The patient and vessel characteristics were unknown. The patient had thrombectomy with a hydrolyser a few days earlier. The hydrolyser catheter (460-625, complaint product 1) was used with the accessory set ((B)(4), complaint product 2). Soft thrombus was successfully removed, but hard thrombus was remained. The physician felt the removal force was smaller than usual, and considered there could be some problem with the pressure-proof tube (extension tube). Injection pressure was within the correct range. There was no patient injury during the procedure. Constant heparinized flush was maintained at all times through all the devices. All the products were flushed at every state and at all times. The reporter indicated that the physician was familiar with the hydrolyser. After the products were removed, no issues were noticed with any of the devices.

Manufacturer narrative:
One non sterile catheter extension, which is an accessory of the product hydrolyser accessory set, was received for analysis. The catheter extension luer hub was cracked; two pieces of hub material fell off during the unit inspection. Sem analysis results revealed that the fracture surfaces exhibit areas that are brittle in appearance. No visual evidence of any chemical degradation was noted. A meeting was held with the qa and mfg engineering. After unit analysis, DHR review and sem analysis results, it was concluded that the reported pressure force failure experienced by the customer on the catheter extension was related to the catheter extension cracked hub. The cause of the cracked hub appeared to be due to a brittle condition of the hub material. The exact cause of hub material brittle condition could not be conclusively determined. However, it might have been originated on the luer hub supplier manufacturing process. The complaint reported by the customer was confirmed. The cause of the reported failure might be related to the catheter extension cracked hub. After meeting held with qa and mfg engineering team it was determined that the cracks in the received unit might be related to the luer hub supplier manufacturing process. Action taken: a dpra was open to address this issue. The complaint of cracked luer hub was confirmed on analysis; however, the exact cause of the damage could not be determined, but maybe related to the manufacturing process. Action has been opened to address the manufacturing issues associated with the confirmed failure.